Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message intermittently," was confirmed during the archive data review and load cell characterization check. The root cause of the intermittent ua07 was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. The archive data indicated ua07 on and around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform passed the preliminary functional testing without fault or error. The customer reported ua07 was not reproduced during the testing. However, the autopulse platform failed the load cell characterization check due to a failed load cell #1, thus, confirming the customer's reported complaint. The load cell was replaced to address the reported complaint. During service, the autopulse platform was tested using lrtf (large resuscitation test fixture, equivalent to a 250-pound patient) for 15 minutes and passed without fault or error. Following service, the autopulse platform passed run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with (B)(4).

Event description:
The autopulse platform (B)(4) was deployed to resuscitate a patient in cardiac arrest. The crew placed the patient on the autopulse platform, and it performed compressions with no issues for an unknown period. The crew paused the autopulse compressions for a pulse check. Upon resuming the compressions, the autopulse platform performed 4 to 5 compressions and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message. The crew reset the autopulse platform, performed 4 to 5 compressions, and displayed ua07 again. The crew reverted to manual CPR, regained the pulse, and transported the patient to the hospital. No consequences or impacts on the patient. Upon returning to the station, the autopulse platform was decontaminated and tested after replacing the lifeband and autopulse li-ion battery. The ua07 was not reproduced then; however, during the device check the following day, the autopulse platform displayed ua07 again.